Event description:
Per the clinic, the patient was administered with a steroid injection over magnet site on (B)(6) 2024, due to poor magnet retention.

Manufacturer narrative:
This report is submitted on april 22, 2024.